Manufacturer narrative:
Investigation summary: no samples (including photos) were returned as of 18 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that there was difficulty operating the pen and hyperglycemia is occurring since using an unspecified bd pen needle. The following information was provided by the initial reporter: (2 of 3 complaints). It was reported that needle is bending during use and numbers have been high since using 2nd gen pen needles. Consumer is concerned, she's not getting her full dosage. Stated, its happened in the past with 5 other boxes.

Event description:
It was reported that there was difficulty operating the pen and hyperglycemia is occurring since using an unspecified bd pen needle. The following information was provided by the initial reporter: (2 of 3 complaints). It was reported that needle is bending during use and numbers have been high since using 2nd gen pen needles. Consumer is concerned, she's not getting her full dosage stated, its happened in the past with 5 other boxes.

Manufacturer narrative:
The following fields have been updated with additional information discovered when samples were received: f.10 device codes: 1069, 1399. H.6. Method codes: 10, h.6. Result codes: 170, h.8. Usage of device: 23. H.6. Investigation summary: customer returned (32) used 32gx4mm bd pen needles without covers, tear drop labels or inner shields attached. Consumer reported numbers are high to since he's been using the 2nd gen pen needles stated, the pen needles are bending at patient end during injection. All 32 pen needles were examined, and the following was observed - 15 with bent patient end (pe) cannula - 17 with straight pe cannula; 1 of these samples had a broken non-patient end (npe) cannula see attached photos. The 31 pen needles with good npe cannulas were tested for flow using a test pen injector: 30 were able to expel properly, and 1 was not able to expel properly. A wire test was performed on the sample that was not able to expel properly: the wire passed through the cannula, however, there was a small, clear residue observed at the tip of the wire after being through the cannula (see attached photo). Under the microscope the residue was identified as residual silicone from the manufacturing process. The broken npe cannula would also be a cause for no flow through a pen needle, hence, the user could think the pen needle was clogged. Investigation by the manufacturer (dun laoghaire), for the clog issue, is not necessary as the silicone residue was already identified and removed from the sample. Unable to perform a DHR review due to an unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent pe cannula, broken npe cannula, clog) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the possible root cause for this issue (pe cannula bent, npe cannula broken) is: user error. No evidence of manufacturing related issues regarding the pe cannula or npe cannula were observed on the returned samples. Since these samples were returned after use, the probable cause of the bent pe cannulas is user error when using the pen needles ¿ either during the process of removing the shield, or during the process of injection. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. The possible root cause for this issue (clog): some residual silicone from the manufacturing lubrication process could be the cause for slight blockage of the flow. H3 other text : see h.10

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was difficulty operating the pen and hyperglycemia is occurring since using an unspecified bd pen needle. The following information was provided by the initial reporter: (2 of 3 complaints) it was reported that needle is bending during use and numbers have been high since using 2nd gen pen needles. Consumer is concerned, she's not getting her full dosage stated, its happened in the past with 5 other boxes.